Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594 mg/dl and diabetic ketoacidosis; cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Date of discharge was not provided. The customer reverted to an alternate method of insulin therapy.